Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 500 mg/dl. The patient was treated with manual injection. The customer stated that the insulin pump had a pieces missing and crack from right top corner of the screen. The customer also stated that their is chips in reservoir of the insulin pump. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Insulin pump had constant failed battery test alarm after battery insertion due to faulty battery tube. Insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test or test for bolus anomaly and basal anomaly due to failed battery test alarm. Insulin pump had a broken reservoir tube lip, broken belt clip slot, cracked battery tube threads, cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.